Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported he inserted a new infusion set at 8:00pm on (B)(6) 2011 and he ate dinner and bolused. He stated the infusion set insertion was very painful. The next morning his blood glucose was elevated to 17 mmol/l (306 mg/dl). He ate breakfast and bolused and he states insulin was not delivered. His blood glucose elevated to 27 mmol/l (486 mg/dl) and he bolused and no insulin was delivered. He then changed the infusion set at 1:00pm and his blood glucose decreased. He stated the infusion set cannula was bent at a 90 degree angle. At the time of the report his blood glucose measured 28.2 mmol/l (508 mg/dl). No further information is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.